Event description:
It was reported the device was used during a radical prostatectomy procedure. It was reported by the affiliate that when the surgeon went to clip a vessel, the applier would not close. When the surgeon removed the vessel from the jaws, he noticed that the metal driver was protruding beyond the jaws. The vessel was bleeding and had to be sutured. There was no pt consequence. Add'l info received on 11/3/97. It was stated by the affiliate that the metal driver caused a little more bleeding than normal, but it did not cut the vessel.

Manufacturer narrative:
Feedbar tip unraveled and bonded to applier floor by excessive dried body fluids. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, slightly; clip jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 13. Functional tests & results: anti-backup functional, n/a; clip form properly, n/a; clip feed properly, n/a; cycle applier, no/unable and lockout functional, n/a. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported incident during surgery may have been due to dried body fluids adhering the feed bar to the applier floor. The applier was rec'd with excessive dried body fluids at the cartridge tip and with the feedbar tip unraveled and bonded to the applier floor. When the feedbar adheres to the applier floor, due to dried body fluids, and then is attempted to be cycled again, the feedbar tip will unravel. No functional testing could be performed due to the unraveled feedbar. Briefly swishing the applier with saline solution between uses will reduce the occurrence of this incident. Each instrument is evaluated during the assembly process to ensure it functions properly.